Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the physician's meter. Results as follows." Date: (B)(6) 2014, inratio: 1.4, physician's meter: 2.0. Testing performed within minutes. Therapeutic range: 2.0-3.0. Patient self tester was using one fingerstick for multiple tests; first drop of blood not being used. Patient self tester called back on (B)(6) 2014 and he ran another correlation with poc meter vs. His inratio meter and they agreed. He used the same lot number of strips - (B)(4). He has no further concerns at this time.